Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences post-procedure.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. However, an abnormal transient battery drop was detected. From these analyses, in the absence of high current draw, it is probable that the abnormal transient battery drop was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.